Event description:
It was reported to the territory manager in another country on august 24, 2006, that the balloon was detached from the catheter during a thrombosis removal in left arm. Follow up indicated that balloon retrieval was conducted by cutting and opening the vessel. The patient was reportedly stable.

Manufacturer narrative:
Product evaluation:model 120403f catheter was returned used with dried blood over the balloon, windings and catheter body. The balloon, spring tip have pulled off the tip of the catheter. The distal windings were still attached to the detached balloon and stretched spring tip. The proximal windings were still attached to the catheter and are only slightly frayed. There were no missing components. Follow up information: the complaint was initially reported to edwards in irvine on nov, 15th that the balloon was torn before use on model 120803f. However, model 120403f was received and evaluated on 11/27/06 and revealed that the balloon and spring tip had pulled off the tip of the catheter.